Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Contact information provided does not lead to the appropriate healthcare provider that reported the event, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Patient initially reported right side "pain". Healthcare professional reported "there is a capsular contracture, baker grade iii/IV issue, but is not sure on the affected side". Device has been explanted.

Event description:
This record relates to the right side.